Manufacturer narrative:
(B)(4). 110010733 flexible silicone drill driver 171208. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00099. Visual examination of the returned product identified one of the internal wires of the shaft has fractured, tearing and deforming the outer sleeve. Crack rings can be seen in the sleeve around the shaft. The head and connector end of the drill have been scuffed such that rings are present. The sleeve from flex drill has been completely torn off. Little other damage was observed. The connector is lightly nicked and scratched. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during routine inspection that the flexible drill shaft was broken, and spring was sticking out. No known impact or consequence to the patient.